Manufacturer narrative:
Updated fields: h2, h3, h6, h11. Corrected fields: d10, e3. This report is supplemented to correct a previously submitted report. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the image of the gastrointestinal videoscope was blurry. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.